Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a moderately tortuous and non-calcified descending aorta. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was in good condition.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6).